Event description:
It was reported that the intraocular lens was replaced 2 weels after implant without complication due to the physician's observation of a central opacity on the optic. No patient issues were reported.

Manufacturer narrative:
(B)(4). (B)(4). The lens was received and visually inspected under illuminated 10x magnification, no opacity on the optic was observed. The lens was rehydrated in saline for 24 hours and re-inspected, no opacity was noted. Complaint was not confirmed. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.